Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the script was completed with limited information by support. However, the implant procedure was not performed according to the IFU as the clinician did not create a loop in the neurostimulator, and migration was confirmed and the patient fell. The stimulator is used to treat pain. The cause of loss of therapy is migration and the cause of migration is due to incorrect surgical technique as a loop was not created in the neurostimulator (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
(B)(6), md reported loss of therapy and migration was confirmed. Additionally, the patient attempted to aspirate the fluid build-up under their skin using a needle. Antibiotics were not prescribed and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.